Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 3 of 4. The patient explained that they had an accidental disconnection of the patient line. When the patient realized that they inadvertently disconnected, they had reconnected, but the hc had alarmed with the se 2240. The technical service representative (tsr) instructed the patient to cycle the power on the hc to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240, where the home patient (hp) had accidentally disconnected from the patient line and then reconnected. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow up medwatch will be submitted.